Manufacturer narrative:
A field service engineer visited the site and found no ac power to mvs, and line power indicator light not illuminated. Tested f11/f12 from mvs power pcb (power control board), and both fuses were open. Performed inspection, and measured resistance of power cord/ plug with no abnormal results noted, inspection of mvs power pcb within normal limits. Replaced fuses according to procedure with trunk stock. System powers on and operates to expectation. Fuses ordered for spares to place with system.

Event description:
A site radiologic tech reported that when unplugging the mvs (mobile viewing station) from the wall, a spark shot out and the mvs turned off. They then plugged the system into 2 other outlets and the mvs would not power on. This was outside of a case. No patient present.